Event description:
It was reported the customer experienced a low blood glucose (bg) level of 34 mg/dl. Reportedly, the customer was using exercise mode incorrectly. Customer required assistance by their school nurse who assisted in providing snacks. Troubleshooting with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.